Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had a seizure while driving. Customer lost control of her car and went into a pond. Device was submerged in the water. Customer was hospitalized. Customer's blood glucose was 82 mg/dl. Customer was wearing the device at time of hospitalization. During troubleshooting, found no delivery alarms and low battery alarms in history. Device passed the self test. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.